Manufacturer narrative:
The excor blood pump pu valves; 10 ml in/out; ø 6 mm, s/n (B)(6), was in use on the patient from (B)(6) 2025 until the pump was exchanged on (B)(6) 2025 (27 days). We have reviewed the production records of the excor blood pump, s/n (B)(6). This pump was produced according to our specification.

Event description:
Berlin heart clinical affairs was informed by the clinic about a noisy excor blood pump. The excor blood pump was exchanged on (B)(6) 2025. The patient's health deteriorated at the time of the event. The next day, the patient was stable. The blood pump maintained complete filling and ejection throughout. Further on the clinic informed that the patient showed signs of hemolysis with observed ldh valves of 1131 u/l, and that the patient has been transfused for the third time. Berlin heart was notified by the clinic, that the hemolysis values went back to normal after the exchange of the blood pump.